Event description:
The doctor placed a 12fr flexima drainage catheter. After placement of the drainage catheter, it was noticed that the catheter didn't have a string to secure the loop. A new 12fr catheter was reinserted. Four other 12fr catheters also didn't have a draw string. I called the manufacturer and reported the defective product.